Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump was programmed (using bcma) to infuse 10.5ml of doxorubicin over 30 minutes on (B)(6) 2025 at 1405. At the end of the 30 minutes, the pump module beeped and an "infusion complete" message was displayed. However, 2.1ml of the 10.5ml dose remained in the syringe. "Volume infused" button was selected which verified that 10.5ml had supposedly been infused. Infused remainder of dose at restored programmed settings. There was patient involvement but no harm.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported under infusion could not be confirm or replicated; however, this issue may be attributed to rate accuracy out of specification. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. All inspected parts were manufactured by bd. A review of the syringe event log, prior to the reported event date, identified an infusion programming on (B)(6) 2025; at 2:05 pm a 30 ml bd syringe was selected with a volume to 13.3496 ml. At 2:19 pm an infusion was programed with a rate of 21 ml/hr and a volume to be infused (vtbi) of 10.5 ml, infusion was started. At 2:49 pm the infusion was completed. At 2:52 pm the syringe module alarmed check syringe. The unit was selected, and a new syringe was selected, a 20 ml bd syringe with a volume of 2.1216 ml. A new infusion was programmed with a rate of 21 ml/hr and a vtbi of 2.1261 ml. At 2:59 pm the infusion was completed. The unit was selected, and a new syringe was selected, a 12 ml monoject syringe with a volume of 5.5837 ml. A new infusion was programmed with a rate of 21 ml/hr and a vtbi of 5.5837 ml. At 3:03 pm the module was channeled off. The returned syringe module was attached to a dchu laboratory pcu and powered on. No errors or malfunctions were recorded during power on self-test (post). The syringe detection testing observed the incorrect syringe was detected. The returned suspect syringe module was tested using asm (v 12.5) with a focus on accuracy testing to ensure module is operating in specification. Test results show the device passing all accuracy tests: barrel clamp accuracy, plunger force accuracy and plunger position accuracy as required. A rate accuracy test was performed, the syringe module was programmed for an infusion at the incident rate of 21 ml/hr with a vtbi of 18.6 ml, for a duration of fifty-two (52) minutes. The syringe module was found to have infused out of specification. The infused output weight results were out the ±7% of the programmed flow rate for the programmed infusions per specification with an 11.9% error. A calibration and preventative maintenance tasks were performed on the returned syringe module and the device passed all maintenance tasks. After performing a calibration and a preventive maintenance (successfully passed), a rate accuracy test was repeated and the syringe module was found to have infused within specification, with an 4.20% of error. The bd alaris¿ system with guardrails¿ suite mx states the following warning for the under infusion: ensure that the displayed syringe manufacturer and syringe size correctly identify the installed syringe. Mismatches might cause an under-infusion or over-infusion to the patient that could result in serious injury and/or death. For a list of compatible syringes, refer to compatible syringes (syringe module) on page 175. Selecting an incorrect syringe may cause an under or over infusion to the patient. Ideally, the syringe module should be level with the patient's heart. If the syringe module height is raised relative to the patient's heart level (for example, during patient transport), the increase in height of the syringe module can result in a temporary increase in fluid delivery or bolus until the flow rate stabilizes. Alternatively, if the syringe module is lowered relative to the patient's heart level, the decrease in the height of the syringe module may result in a decrease in delivery or under-infusion until the flow rate stabilizes. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Note to repair center: device was disassembled for this investigation, please ensure proper assembly, torquing of screws, and appropriate testing is performed. Please re-torque all screws. Repair center should follow their normal processing procedures for the device, checking for any incidental issues prior to returning it to the customer. Dchu will not over the costs associated with any incidental findings or components that have been physically abused. Root cause: the root cause of the reported under infusion could not be determined. However, this issue may be attributed to rate accuracy out of specification. The returned device was fully evaluated, and no other issues or anomalies were observed during the laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the syringe pump was programmed (using bcma) to infuse 10.5ml of doxorubicin over 30 minutes on (B)(6) 2025 at 1405. At the end of the 30 minutes, the pump module beeped and an "infusion complete" message was displayed. However, 2.1ml of the 10.5ml dose remained in the syringe. "Volume infused" button was selected which verified that 10.5ml had supposedly been infused. Infused remainder of dose at restored programmed settings. There was patient involvement but no harm.